Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage closure procedure was performed using a versacross connect transseptal dilator, versacross 230cm radiofrequency (rf) transeptal wire, watchman fxd curve access system, and watchman flx pro delivery system and closure device. The transeptal puncture was completed using the versacross connect transseptal dilator and versacross 230cm rf transeptal wire and the watchman fxd curve access system was placed. The watchman flx pro delivery system was advanced and the 27mm watchman flx pro closure device was implanted in the left atrial appendage. After release of the closure device transesophageal echocardiogram showed a small pericardial effusion on the right ventricular lateral wall and apex without hemodynamic compromise. A pericardial tap was performed with 140ccs of blood removed and a pericardial drain was placed. The patient recovered and was discharged three (3) days post index procedure.